Event description:
Boston scientific crm received information that this device was returned for unknown reasons. There were no allegations or complaints against the device's operation, functionality or longevity.

Manufacturer narrative:
Upon receipt, the device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device's life cell capacity was less than expected. The device is currently undergoing detailed analysis to determine root cause.

Manufacturer narrative:
The device's ability to provide therapy was verified via automated therapy verification testing. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low-voltage capacitor, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.